Manufacturer narrative:
(B)(4). Device was not returned to the MFR for eval. We are unable to determine the cause of the event. Device history records were reviewed - no documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the tip/jaw of the instrument was broken during use. No pt complications were reported.